Manufacturer narrative:
Neither sample nor pictures were received for the analysis of this complaint. No device history record was reviewed since lot number was not provided. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the complaint will be reopened for further investigation.

Event description:
It was reported that the pump had not alarmed, as confirmed by the patient. The screen had displayed "completed." The continuous infusion rate had been set at 3.3 ml/hr, with a starting and remaining reservoir volume of 150 ml. Both the air detector and upstream sensor had been turned off. The infusion had been scheduled for 46 hours, with a lock level of 2. The extension tubing had not been primed using the pump; instead, it had been pre-primed with normal saline by attaching the bag to saline, not chemotherapy. The patient had been medically unaffected, but the treatment had been delayed. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional.

Manufacturer narrative:
The primary di# has been used as the lot information is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.